Event description:
(B)(4). It was reported post a percutaneous coronary intervention with stent implantation, stent restenosis occurred. The subject presented due to unstable angina (braunwald classification-iia) and was referred for cardiac catheterization. The target lesion was a long and bifurcated lesion located in the left main coronary artery (lmca) and extending up to the proximal left anterior descending artery (lad). It was described as 20mm long, with a vessel diameter of 4.0 mm and 90% stenosis. The lesion was treated with pre-dilatation and deployment of thee taxus element stents (4.00x24mm, 4.00x20mm and 4.00x8mm) with 0% residual stenosis. The second target lesion located in the lad was described as 15mm long, with a vessel diameter of 3.50mm. The lesion was treated with direct stent placement using a 3.50x16mm taxus element stent with 0% residual stenosis. The patient was discharged 5 days later on aspirin and clopidogrel. Post index procedure, in (B)(6) 2012, the patient developed stable angina and was scheduled for elective, control coronarography and was admitted on the same day. The angiography revealed 80% in stent restenosis in the study stent deployed in the mid lad with timi 2 flow. The lesion was treated with balloon angioplasty with 0% residual stenosis and timi 3 flow. The patient was discharged the following day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).